Manufacturer narrative:
There was no complaint received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 6.6 cm. A full breached outer insulation degradation was noted 4.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.